Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer with follow up phone call for knowing customer's condition; customer's condition improved; customer is not having any diabetic symptoms. No medical intervention required.

Event description:
Customer complains of high results. The customer said that is feeling a little weak at this time and it may have caused by diabetes. Customer declined to seek any medical attention at this time. The customer's expected blood result is 90mg/dl-110mg/dl fasting. Verified the strips expire 2/28/2017. Customer confirms the strips have been properly stored and were first opened on (B)(6) 2016. Customer performed a back to back blood test and obtained 281mg/dl and 283mg/dl not fasting. Reviewed meter memory: (B)(6). The customer is concerned with the results of 139mg/dl, 158mg/dl, 136mg/dl and 143mg/dl. The customer has not had any changes in his diet or exercise. Customer states if his result is between 90mg/dl-100mg/dl he will not take his insulin.